Event description:
It was reported the patient's scs ipg was inoperable and, the patient was without stimulation therapy. Surgical intervention may be necessary to replace the patient's scs ipg.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that patient did not charge their ipg as recommended, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.